Event description:
Using mitek vapor probe on patient- inside shoulder- when it arced 3 times - lighted up shoulder - patient had run of 2 pvc's on monitor- which did resolve self-probe not used further - tried another probe which did not work at all - machines and probes removed from operating room. Arc of probe inside patient's shoulder causing 2 pvc's - will follow patient for further complications. Dose or amount: 240. Frequency: as needed. Route: endoscopic probe. Dates of use: 2007. Diagnosis or reason for use: rotator cuff repair. Event abated after use stopped: yes. Event reappeared after reintroduction: no.